Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
The type of this complaint is revision for dislocation. On (B)(6) 2011, the patient had undergone the primary hip replacement arthroplasty at the same hospital. The patient felt uncomfortable with the right hip joint in (B)(6) 2014. The surgery for curettage, cement beads and perfusion took place on (B)(6) 2014 due to possible pseudotumor and infection. After the surgery, the patient repeated dislocation with frequency so the revision took place on (B)(6) 2015. The surgeon replaced the metal liner with polyethylene liner and 36 mm head with 32 mm head. During the revision, the surgeon found ocher necrotic tissues in/around the joint capsule and black substances around the connecting parts of the taper and the head. The surgery was complete without any delay. The patient is now under observation for a full recovery.